Event description:
Patient was revised to address osteolysis and infection.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient was revised to address osteolysis and infection. (B)(4) -parts were received by receiving, stem and hole eliminator are being added to complaint for infection. Examination of the returned devices finds nothing outward to suggest product error. A complaint database search finds no other reported incidents against the known product/lot combinations since their release for distribution. A review of the device history records for the known product/lot combinations did not reveal any related manufacturing deviations or anomalies. No unusual or unexpected poly material wear is noted. Infection after this length of time implanted is not likely to involve a device / device processing error. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.